Manufacturer narrative:
It was reported that the rpm does not stay on the set value and therefore there was no flow. The failure occurred during treatment. The emergency drive was used and the cardiohelp device was replaced. No harm to any person has been reported. As the cardiohelp device was replaced and the emergency drive was used, a report is required.a getinge field service technician (fst) was sent for investigation on 2024-10-17/21. The failure could not be replicated. No part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the event could be confirmed.no exact root cause could be determined.however, according to the risk file of the cardiohelp device the following root causes can lead to the reported failure: wrong flow / no flow information e. G.:- impaired calibration, initialization of the flow sensor- insufficient fixation of flow clamp (flow clamp not closed) - response time is too long- sensor disturbedaccording to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp.the review of the non-conformities has been performed on 2024-10-29 for the period of 2011-07-06 to 2024-10-10. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-07-06.in addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure "no flow" could be confirmed. The customer will be informed about the results by the getinge sales and service unit.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the german market on a significantly similar device to "base unit, cardiohelp", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, cardiohelp with catalog number 701048012, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to the device involved in the event, not available in us.

Event description:
Complaint ID#: (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in germany during treatment. It was reported that the rpm does not stay on the installed value and therefore there was no flow. The emergency drive was used and the cardiohelp device was replaced. No harm to any person has been reported. As the cardiohelp device was replaced and the emergency drive was used, a report is required. Complaint ID#: (B)(4).